Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 560 mg/dl. Customer was treated with insulin drip. Customer experienced blood glucose level of 240 and 340 mg/dl. Customer was not using auto mode. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).